Event description:
A call to technical services on (B)(6)201 3 states that physician wants essentially lv only pacing by turning down rv outputs. Dr.(B)(6) wants dod 80 with ra output, rv sub output, lv on. The sales representive programmed it but is seeing lvp vf. Lv only pacing with this device is not intended use of product and it's physician's discretion. It sounds like it was causing bbb and device sensing rv capture. Thus, changing the refractory period as suggested to resolve the issue. The physician was dr. (B)(6) at (B)(6) medical center. No allegation or patient symptoms reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).